Event description:
Caller reported occlusion alarms resulting in the customer going to the emergency room with a blood glucose level of 400 mg/dl. The customer was subsequently hospitalized in the intensive care unit and was treated intravenously with fluids of saline and insulin. The customer was released (B)(6) 2025 with issue resolved and no permanent damage. The customer reverted to manual dose injection for insulin therapy.